Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for pulse generator implant procedure. During the procedure, the pacemaker lead was unable to be fixed when placed in the right atrium. After several unsuccessful attempts to fix the lead, the physician changed to another lead to complete the procedure. The procedure was completed successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d10, h3, h6. Analysis was normal. No anomalies were found.